Event description:
It was reported that the right ventricle lead exhibited low impedance. The right ventricle lead was capped and replaced on (B)(6) 2022.

Event description:
It was reported that the right ventricle lead exhibited high capture threshold and decreased sensing. The right ventricle lead was capped and replaced on (B)(6) 2022. Patient was stable.